Event description:
It was reported that during a da vinci-assisted abdominoperineal resection (apr) surgical procedure, tissue was sticking and tearing while opening the jaws of the vessel sealer extend (vse) and the e-100 generator displayed an orange light. When the e-100 light was observed to be orange, there were no errors reported. The technical service engineer (tse) reviewed the error logs and found no errors related to the vse or e-100. The issue was resolved by using a backup vse and after being plugged into the e-100, the light changed to blue. The procedure was completed robotically. Intuitive surgical, inc. (Isi) has attempted to obtain additional information; however, as of the date of this report, no further details have been received.

Manufacturer narrative:
Based on the information provided, the cause of the reported complication cannot be determined. Intuitive surgical, inc (isi) did not receive the vessel seal extend (vse) instrument that was used during this reported event, therefore failure analysis investigations (fa) could not be performed.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. Did receive the vessel sealer extend (vse) instrument to perform failure analysis did not confirm or replicate the customer reported complaint. The instrument was placed and driven on an in-house system, and passed the recognition, engagement, cut test, electrical continuity, and energy delivery tests. The instrument moved intuitively with full range of motion in all directions, and the tips opened and closed properly. Recognition on the e-100 failed 1 of the 3 times. There was no physical damage observed during visual inspection. The instrument was fully functional, and no product issue was identified.